Event description:
It was reported that the customer had more than half a dozen of motor error alarms. Customer thought they were normal and stated that he has been getting them since he got the pump. Customer was calling to report that information is missing when his health care professional uploads his pump. Customer was transferred to the helpline for motor error alarm assistance. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.